Manufacturer narrative:
Philips service performed a reboot and advised monitoring for future issues. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fluoro storage failed due to an intermittent image disk issue on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.